Event description:
I use the dexcom g7 sensor to monitor my blood sugar. I am a type 2 diabetic. Three continuous sensors have failed, with the last one not even starting and the other two stopping around day eight. These were not the first of these that I have had trouble with and they seem to continue to fail on a more regular basis. The readings are not accurate and are usually off from a finger stick by 20 or more. Due to this I am financially struggling to use a sensor and dexcom will only provide three a year to cover those with issues, yet several fail during a year. These are expensive medical devices that are not fully covered by medicare and cause a hardship when they fail. Ref reports: mw5160839, mw5160840.